Event description:
This report is to advise of a fracture found in the catheter tip during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Functional testing was not performed due to the aforementioned catheter tip damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the catheter was not always straightened prior to insertion or removal from the sheath. The viewflex xtra ice catheter instructions for use (IFU) states, ¿return both knobs to the neutral position to straighten the distal catheter tip before removing the catheter from the heart. Using fluoroscopy, verify that the distal catheter tip is straightened before removing the catheter from the heart.¿ the cause of the catheter tip fracture is consistent with not following the instructions for use.